Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery cap contact missing, battery tube threads - cracked, scratched case, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (stained). Conclusion summary: cosmetic damage was confirmed at battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to difference between sensor glucose and blood glucose level, also alleged for crack at the battery compartment of pump, battery cap damaged and metal contact on battery cap is damaged. The customer reported blood glucose value of 568 mg/dl. The customer was treated with insulin pump. The event involved product mmt-1886. Troubleshooting was partially performed for high blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 568 mg/dl and sensor glucose value was 220 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 348 mg/dl and it was beyond acceptable range. Troubleshooting was performed for cosmetic damage and indicated that the damage has impacted/affected the pump¿s functionality. Troubleshooting was performed for battery cap damage and the pump would be replaced. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.